Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14.5 fr d/l equistream 19 cm str hemodialysis catheter with surecuff kit was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for broken plastic tunneler tip, as the proximal end of the tunneler plastic tip was observed to be detached from the rest of the tunneler. The break profiles of both fragments were observed to match. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue. H10: d4 (expiry date 08/2020); g4 h11: g1; h3; h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a dialysis catheter placement procedure in the internal jugular, the tip of the tunneler allegedly broke off as the catheter was attempted to attach to the tunneler. Another catheter and tunneler were used to complete the procedure. There was no patient contact.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date 08/2020) .

Event description:
It was reported that during preparation for a dialysis catheter placement procedure in the internal jugular, the tip of the tunneler allegedly broke off as the catheter was attempted to attach to the tunneler. Another catheter and tunneler were used to complete the procedure. There was no patient contact.